Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was corrected by correction bolus and consumption of water. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.